Event description:
It was reported that the patient had no urinary control the night prior to the report. He had no changes to his implantable neurostimulator (ins) site or any weight changes. He did have a colonoscopy and endoscopy on monday and a biopsy was done during the procedure. The reporter stated that the healthcare provider (hcp) likely used electrocautery during the procedure, but did not think he contacted the manufacturer for guidelines. The reporter wanted assistance using the patient programmer to turn stimulation on and increase it. However, when attempting to sync with the ins she saw the poor communication screen. The reporter was eventually able to successfully sync with the ins, turn stimulation on, and increase it. The patient confirmed he could comfortably feel the stimulation sensation. He had an appointment scheduled with his hcp on (B)(6). No interventions or patient outcome were reported, so additional information was requested. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0ptn4, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).